Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm, 100 mm in diameter. It was reported that, during the index procedure, while attempting to implant an endurant ii 16x13x93 stent graft limb, the graft cover near the delivery system tapered tip became caught on scar tissue. The delivery system was removed and a gap between the graft cover and the delivery system tapered tip was observed. The physician attempted to close the gap but was unsuccessful. An sheath was then used to successfully implant the endurant ii stent graft limb. When the delivery system was removed from the patient, the gap was still observed. It was noted that there was no damage to the packaging and prior to implant the external slider was in its home position. It is unknown where the graft cover met the tapper tip before implant. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the event was confirmed, there was a 1mm gap between the tapered tip and graft cover; however, the gap is most likely a result of the kinking and twisting noted on the returned device. The root cause of the event could not be conclusively determined; however, the patient¿s anatomy may have contributed to the event.